Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of small probe image was confirmed. The probe's image is poor, it is showing only 1/4 of the image. The root cause of the reported issue is a probe failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported the probe image is very small/not filling the entire screen, on (B)(6) 2022 - during evaluation of the returned device the image quality was found to be poor.